Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The consumer declined to provide further information. Address, city and zip code were not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that one week following an intraocular lens (iol) implant procedure, a repositioning of an iol was performed. The patient is still experiencing unclear vision. No further information is expected as the consumer declined to provide information.